Event description:
Patient was implanted on the right side and post surgery patient experienced deep vein thrombosis which required hospitalization and treatment. Patient alleges to continue to suffer from ongoing pain, gait impairment, impaired balance and requiring pain-relieving injections.

Manufacturer narrative:
D10: medical products: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset. Catalog#: 00771101000; lot#: 61963088. Shell porous with cluster holes 50 mm; catalog#: 00620205022; lot#: 61977279. Liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells catalog#: 00631005032; lot#: 61970773. Therapy date: unknown . This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional information was received on may 05, 2021. The manufacturer received other source docuemnts for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Event description: it was reported by the legal department that the patient underwent a right tha on (B)(6) 2012. Subsequently, the patient was revised due to pain, elevated ion levels, altr and bone loss on (B)(6) 2019. Immediately following the revision surgery, the patient suffered a post-operative deep venous thrombosis requiring additional hospitalization and treatment. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Relevant medical records: revision report from 31 october 2019 reports that the patient was taken to the recovery room in good condition after the surgery. Product evaluation: the product remains implanted. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported by the legal department that the patient underwent a right tha on (B)(6) 2012. Subsequently, the patient was revised due to pain, elevated ion levels, altr and bone loss on (B)(6) 2019. Immediately following the revision surgery, the patient suffered a post-operative deep venous thrombosis requiring additional hospitalization and treatment. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. In conclusion, the reported postoperative deep venous thrombosis is assumed to be procedure-related. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
Medical product: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset; item# 00771101000; lot# 61963088. Shell porous with cluster holes 50 mm; item# 00620205022; lot# 61977279; unknown liner; item# unknown; lot# unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on right side and post surgery patient experienced deep vein thrombosis, pain, gait impairment and impaired balance.